Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaints could not be determined. It was reported by the account that the armada 35 balloon was successfully used for post dilatation per standard procedure. But during advancement, the balloon touched the edge of the implanted stent and pushed the implanted stent shortening/crushing the absolute pro vascular stent. In this case, it is possible that the absolute pro was stent was not full apposed such that the armada interacted with the edge of the stent resulting in the reported difficulty advancing the device and subsequently resulted in damage to the absolute pro; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 and d10 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the left common femoral artery. A .018 guidewire was advanced and the 9.0x30mm absolute pro vascular self-expanding stent system (sess) was deployed. The .018 guidewire was exchanged for a .035 guidewire to get more support and an 8.0x40mm armada 35 balloon was successfully used for post dilatation per standard procedure. But during advancement, the balloon touched the edge of the implanted stent and pushed the implanted stent shortening/crushing the absolute pro vascular stent. Another 8.0x40mm absolute pro vascular stent was implanted to extend the length of the previously implanted absolute pro vascular stent. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.